Event description:
Customer reported she is experiencing low blood glucose at night. Customer declined to troubleshoot. She stated she would go to the doctor in less than a month and will have the doctor adjust the settings on the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.